Event description:
Transferring the patient from the bath, the sling was attached to the hoist and the patient lifted approximately two feet above the base of the tub, which was at its lowest point. Carers attempted to rotate the patient into a sitting position. As pressure was put on the spreader bar handle, the top left hand clip failed, causing the patient to partially fall out of the sling, striking her head on the side of the bath. The bath tub was then raised and the hoist lowered to get the patient into a safe position. At this point, first aid was administered to the patient's left ear and an assessment made for any further injuries. No further injuries were found and the patient was then manually lifted out of the bath and taken to the hospital.